Event description:
It was reported the catheter was inserted 4cm into the epidural space successfully and was in use for approximately 3 hours. Upon removal, the rn attempted to "pull-out" the catheter; however, the catheter separated and a piece was retained. A second attempt was made by another clinician to remove the catheter without success. It was noted that a thin wire attached to the epidural tip was retained. Under fluoroscopy, it revealed the wire was wrapped around l3 of the patient's spine. A "spinal surgeon" was consulted and a tegaderm was placed over the site. The patient was then instructed to shower. The patient was discharged after 48 hours from the delivery time and was advised to follow-up with the spinal surgeon in three months. No further patient complications were reported. It was noted in the report the patient felt fine and made light of the situation. Follow-up report will be filed when evaluation is completed.